Event description:
It was reported by service report that the footboard was rebooting itself every few minutes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rebooted main cpu.